Event description:
The facility returned the device for service. During service the baxter repair technician noted an air in line printed circuit board being out of calibration. The hospital representative stated that there have been no reports of any patient incident involving this pump. No additional information is available.

Manufacturer narrative:
Evaluation summary: during product evaluation, the air in line printed circuit board (ail pcb) values were found to be out of specification. The ail pcb was recalibrated.